Manufacturer narrative:
Software version 5.2b. Retainer ring black. Customer returned device for an alleged pump error 53 alarm and pump error 84 alarm found on (B)(6) 2021. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored for several hours and no unexpected pump error 53 alarm and pump error 84 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specific range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 03:34:18.000, (B)(6) 2021 03:44:00.000 and (B)(6) 2021 09:58:46.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 09:12:54.000 and (B)(6) 2021 09:13:04.000. Upon checking on the power data/detail trace file, insert battery alarm was expected since the customer removed the battery. Pump error 53 alarm was recorded and found in the formatted history file on (B)(6) 2021 03:20:29.000. Pump error 53 alarm, suspected hw issue as per global logic analysis. Device was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 84 alarm was not confirmed. Pump error 53 alarm was confirmed. Pump error 53 alarm, suspected hw issue. During visual inspection, found slight corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer received five times error code. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.